Event description:
In 2007, the patient stated that when she uses her primary infusion device her blood glucose elevates as high as 500 mg/dl. She stated that her "heart does weird things and I get really sick to my stomach" whith elevated blood glucose. She stated that she switched to her backup infusion device and administered an insulin injection to lower her blood glucose. The patient's target blood glucose range is about 100 mg/dl. The patient was not interested in troubleshooting the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.